Manufacturer narrative:
The customer reported an issue with not receiving any log entries in the freestyle librelinkup app. Adc attempted to replicate the issue using similar configurations of iphone 14 plus (17.3.1, 2.11.1.8178) for the freestyle librelink app and samsung galaxy a52 (android 13, 4.10.0) for the librelinkup app. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink up app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an iphone 11 with an unknown ios operating system and a samsung galaxy s 10 phone with android operating system version 12. As a result, the customer was unable to monitor glucose as they did not receive notifications and measurements and experienced a seizure and loss of consciousness. Customer was unable to self-treat and received a glucagon infusion (2 packs) from a healthcare professional for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.